Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr (transcatheter pulmonic valve replacement) procedure with a 26mm sapien 3 (s3) valve in a pre-existing surgical valve, the balloon to the 26mm commander delivery system (ds) ruptured while the s3 valve was being inflated at +2ml nominal volume. The ds was retrieved through the non-edwards sheath and no remnants of the fractured balloon were left behind in the patient. No damage to the s3 valve was noted. The ds is not available for return/evaluation.